Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted during a stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 8 cm malignant stricture due to cancer of the esophagus and symptoms of dysphagia. Reportedly, the patient¿s anatomy was dilated with a savary gillard. During the procedure, the physician had difficulty crossing the lesion and could not deploy the stent in the desired location. The physician removed the stent fully constrained on the delivery system. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Evaluation report of stent damage. A visual examination of the returned device found that the stent had been fully deployed. It was noted that the stent wires at the flared end were pulled. It was noted that the shaft was kinked at 440mm distal to the hub. The outside diameter of the tip measured 6.92mm. No other issues were noted with the returned device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.